Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. It was noted that during device prep of the steerable guide catheter (sgc), the tip remained curved during attempts to straighten. The device was replaced and the procedure was started. After the first clip was implanted, a single leaflet device attachment (slda) was observed. The posterior leaflet was detached. A second clip was implanted to stabilize the slda. The mr was reduced to grade 1-2. There was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.